Event description:
It was reported that the pacemaker was recording high lead impedance measurements and intermittent loss of telemetry. It was also reported the patient had several admissions for 'collapse' in the past year. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: testing revealed a no output condition. The no output condition was the result of lifted hybrid bond wires.